Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose level was not impacted. The customer loaded a new cartridge onto the pump and resumed insulin deliveries. The customer reported that a back up pump or manual injections would be used for insulin therapy.